Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, premature battery depletion was observed. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the reported event of premature battery depletion was not confirmed in the laboratory. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The longevity estimates observed in the field were anomalous however a root cause for the inconsistent remaining longevity estimates near eri indicated by the programmer was not identified.